Event description:
It was reported while using bd safetyglide¿ needle there was a blockage in the needle. There was no report of patient impact. The following information was provided by the initial reporter: product concern: needles are not accepting the liquid something is blocking the liquid to be drawn up into the syringe.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.